Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief despite the reprogramming done. X-ray showed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned due to facility policy.